Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump tongue that secures the occlusion knob was broken. As a result, the user reported, the occlusion knob on the roller pump was jammed. Without the tongue, the occlusion knob can not be held in place, making it difficult to adjust the tubing. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.